Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon removing the 12 x 4.00mm taxus liberte stent delivery system from the packaging it was noted that the stent surface "was not smooth". The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon removing the 12 x 4.00mm taxus liberte stent delivery system from the packaging it was noted that the stent surface "was not smooth". The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a taxus liberte monorail stent delivery system and stent. The balloon was tightly folded with the stent positioned between the markerbands. Two stent struts on the distal edge were twisted. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).